Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the electricity in the area she lived went offline for 14 hours and her concern was how to recharge the battery. The patient reported that on (B)(6) 2018 someone took her to a neighbor¿s and everything worked out fine. The patient reported that the issue of having to recharge frequently was resolved and she called the manufacturer and things were explained to her and all was starting to work easier. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient thought she was recharging too frequently since the device was put in. Patient stated she had to charge every 2 and a half days and that was the maximum it would last before having to recharge again. Patient stated she thought she would just have to charge every 5 days according to the manual. It was reviewed with the patient that programming settings effect how long the neurostimulator (ins) battery will last in between charges. No symptoms reported. No further complications were reported/anticipated.